Manufacturer narrative:
A ge service representative performed an onsite investigation. The system nodes were flashed and the related system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported corrupted system files and a communication failure. No pt or user injury was reported.